Manufacturer narrative:
Driveline cable hw10387 was not returned for evaluation. Review of the controller log files associated with the event showed parameters to be within normal operation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable revealed multiple breaks of the outer sheath. A driveline sheath repair was performed to mitigate the conditions reported. The most likely root cause of damage to the driveline can be attributed to the accidental burning of the driveline as mentioned in the event details. Per the instructions for use (IFU): the instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that this patient's driveline touched a hot cooking plate and was burned. A field safety engineer arrived on site to perform a driveline sheath repair.  Visual inspection of the driveline revealed several breaks of the outer sheath and some missing portions.  No other type of damage was noted.  The patient had taped his driveline himself.  After discussion with the vad coordinator it was determined that the event had actually occurred on (B)(6) 2016.  According to the site this patient is "known not be very accurate in his descriptions". There were no reports of alarms or pump stops.  No further information was provided.